Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, open circuits were noted on all electrodes subsequent to the patient sustaining a head trauma in (B)(6) 2025. The device was explanted on (B)(6) 2025 and the patient was reimplanted with another cochlear device during the same surgery.